Event description:
It was observed that during the device evaluation, the insufflation unit exhibited carbon dioxide co2 continuously coming out of the device and the front panel was off with an alarm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the tubing pressure sensor on the cr board (printed circuit board) caused an abnormality in the pressure detection function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.